Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 28 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced at least three different incidences, which were associated with separate units, involving different patients. This is the first of three reports. Refer to 8030647-2022-00072 for the second report; refer to 8030647-2022-00073 for the third report . It was reported that there was breathing distress of the intubated patient. It was determined that the closed system catheter (csc) was blocked and could not suction, due to the suction probe becoming "stuck" inside the multi-access port manifold. The patient is covid-positive and the carer had to disconnect the system and used a "conventional probe" to perform suction. No further information is available.